Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had keypad anomaly. Customer's blood glucose was unknown. The customer recently replaced the pump, because he was having trouble with the buttons. The customer states the buttons are not working. The customer had a suspend alarm on the insulin pump, but was able to exit out of suspend. The customer attempted to navigate to a different screen, but the pump became unresponsive. Customer declined to return, because they had programed the new pump.